Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure the was with the versa connect system and intracardiac echocardiography (ice) catheter were used in an attempt for transeptal puncture (tsp). Imaging was challenging, requiring multiple attempts to position on the septum. After about 45 minutes of trying to cross, a small right sided effusion was noted on ice around the right atrium and the right atrial appendage, prior to crossing the septum. A pericardiocentesis was performed, removing less than 300cc of blood, which was given back to the patient. Protamine was administered. The effusion stopped increasing after approximately 15 minutes. The patient was monitored overnight and the drain was removed. The patient was discharged on (B)(6) 2026 and is fully recovered.